Event description:
It was reported that during a pph procedure, the pt was bleeding two days after the operation. Hand sewing was done in the second operation to repair the anastomosis stoma. Extended hosp stay due to the second operation. It is unk how the device contributed to the bleeding.